Event description:
A report was received that the patient went to the emergency room complaining of pain. The physician explanted the patient's entire system due to a burning sensation around the ipg site. The patient is doing well following the explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-50, (B)(4), description:artisan 2x8 lim,50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.